Event description:
Voluntary medwatch received states that the low voltage lead was capped for an unknown reason. There were no patient consequences.

Manufacturer narrative:
Voluntary medwatch report received: mw5159919.